Event description:
The hcp reported that the pt was experiencing withdrawal symptoms. The hcp felt "due to refill intervals, pump's end of life not discovered until pt showing signs and symptoms of withdrawal." The hcp reported there was particulate matter when withdrawing from the catheter. The pump was explanted and replaced "strictly for end of life." The pt recovered without sequela.